Manufacturer narrative:
Upon a follow up on (B)(6), the customer reported to have been experiencing high blood glucose level of 345 mg/dl. The customer was not using the pump for insulin therapy. It was indicated that the customer would contact health care provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.